Event description:
It was reported that there were multiple ventricular tachyarrhythmia episodes with t wave over-sensing. The device algorithm failed to discriminate that the detected rhythm was due to twos. The physician decided not to make any changes and the device and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID d364drg, implanted: (B)(6) 2011. (B)(4). The lead was not returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.